Event description:
A report was received that the patients ipg had a telemetry error. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.a review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg had a telemetry error. The patient underwent an ipg replacement procedure.